Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had shut down completely. The customer¿s blood glucose was unknown. Customer did not received low battery alert. Customer was able to successfully clear the alarm. Customer did not received request to rewind insulin pump. Troubleshooting was performed. The insulin pump will not be returned for analysis.